Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they are still sore from implant surgery, and said "the pain from the surgery was so severe it was horrible, I had like 3 days of that, I was in the hospital for 4-5 days and it took me 2 weeks before I could really get around with having excruciating pain in my neck and shoulders". Pt says they will talk to healthcare provider (hcp) about that "and that could be from a slight infection I could have gotten, they put me on antibiotics but never confirmed the infection but my implant was really red, but its looking better now but its still scabbing". Pt said they have had a follow up appointment at hcp office and nurse practitioner took out their sutures. They said a rep came and programmed them. Pt said they have crps from an injury 2 and a half years ago and "my arm would feel like its on fire but when I had the trial it was a huge difference, it helped probably 50 percent and with the permanent one its doing well, it takes some getting used to". Pt said the "electrical pulse that I have is much better than feeling like my arm was on fire and being electrocuted all day", and says they prefer spinal cord stimulation to feeling this pain. Pt said they still have a little bit of this pain in their elbow and bicep but its not like it was before the implant. The patient was redirected to their healthcare provider to further address the issue. Pt is going to see hcps office tomorrow and will ask them about the scabbing on implant site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.